Event description:
Rn plus bed alarm set up intact on pt's bed. Was functioning properly earlier in the evening. Pt came out of bed. Found sitting on floor beside bed. Bed alarm did not go off to warn staff that pt was getting up.